Manufacturer narrative:
Additional information provided: evaluation summary: the system was examined and the reported event was replicated. The footswitch cable was replaced to address the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch cable.

Event description:
A healthcare professional reported that the footswitch did not work. At the moment of this report it was unknown if the event occurred during surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
Corrected information provided. About the system´s software revision. A service visit was performed. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
Additional information was received from the technical service. The event occurred during surgery. No system message was displayed. The footswitch was working properly, the issue was on the cable. A false contact on the footswitch cable was detected and as a consequence there was no ultrasound. The surgery was completed with no patient harm.